Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.11. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information: physician additionally reported that "5 days after the injection the "reaction" was observed.¿ additional symptom location noted as submalar hollow. Additional treatment noted as ¿drainage.¿ physician advises that "the patient is better but not completely recovered". Patient was concomitantly injected with juvéderm® volux¿ into the jaw area.

Manufacturer narrative:
Concomitant medical products: hidroferol, juvéderm® volux¿, pre-injection chlorhexidine. (B)(4). Concomitant medical products: patient is on additional medications, these were not legible. Follow up will be conducted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine in the cheek and 2 ml of juvéderm® volux¿ into the chin/jowl area. 11 days later, patient presented with an abscess on the right jowl. Abscess was drained. Infection was noted in the jowl, inflammation was noted in both the jowl and cheek. Additional symptoms of "inflammatory nodule", "acute swelling", and "erythema" were observed. Patient was symptomatic in the submalar hollow, malar eminence/zygomatic arch, prejowl sulcus, and jawline. Hcp prescribed ciprofloxacin (6 days, 12 hs) - terramycin topical (5 days) - dalacin 300 mg / 5 days. It was noted the symptoms resolved but recurred. Symptoms ongoing.